Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that while using the ilet bionic pancreas the user experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl. The user lost consciousness and was treated at home by a caregiver who administered honey and food, after which bg recovered. No hospitalization was required. No long-term health effects were reported.